Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their molar cracked and required a root canal. They have not been able to proceed with removing the molar and getting an implant due to cost.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.